Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with moisture damage noted on motor, vibrator motor and battery tube. Unable to verify pump error 35 due to blank display. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 106 mmol/l at time of incident. Customer's mother mentioned insulin pump was very hot and that the battery was hot and wet. The customer went into the water with pump every day. The customer says the battery is not just wet but yellow color. Inspected battery compartment and found leaked chemical. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.